Manufacturer narrative:
Blocks d9 & h3: the omniwire was returned for evaluation. Block h3: the omniwire was returned in two pieces. The distal portion includes the dome, distal coil, pressure sensor, housing, and solder joints; measuring approx. 3.2 cm in length. The proximal portion includes the polymer jacket, hypotube, and proximal composite core; measuring approx. 36.2 cm in length. The total length combined is 39.4 cm, which is within specification of 39 to 41 cm. Visual inspection found several bends, kinks, and stretches along the wire. Block h6: the probable cause of the reported failure is damage during use/handling of the device. Manipulation and strain can damage internal components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is australia. Blocks h3 & h6: the omniwire was not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a coronary diagnostic procedure in a moderately calcified mid lad. After measurement, the omniwire was pulled back into the guide catheter to be used later. Then, a sion blue guidewire was advanced to the lesion, delivered a semi-compliant balloon, followed by stenting. After, the omniwire was advanced for ifr spot and ifr measurement post pci, then was pulled back into the guide catheter. Next, a boston scientific ivus balloon was used to check the stent expansion; however, during pullback, resistance was noted and the whole system was removed. During removal, the omniwire tip separated within the guide catheter but was able to be extracted under fluoroscopy. The procedure was completed with a new pressure wire, with no patient injury reported. This product problem is being submitted because the omniwire tip separated during use; potential for harm.